Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Device evaluation: lens was returned dry, in a micro-centrifuge vial, clear surgical residue on product. Visual inspection found no visible damage to lens and residue on lens. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -09.5/+2/91 (sphere/cylinder/axis), implantable collamer lens into the patients left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a longer length lens due to low vault. This exchange has resolved the problem.

Manufacturer narrative:
Corrected data: initial report lists lens diopter as -09.5/+2//91 (sphere/cylinder/axis); correct diopter is -9.5/+2.5/91 (sphere/cylinder/axis). (B)(4).